Manufacturer narrative:
Citation: kevin mcmillen; louis dunphy, hiroshi nishikawa and andrew monaghan. "Experiences in managing arteriovenous malformation of the head and neck." Http//dx.doi.or/10.1016/j/bjoms.2016.03.020 the device will not be returned for evaluation as it was implanted in the patient. We are unable to definitively determine the cause of the reported event. While performing follow up for MDR 202914-2016-00652, specific patient information was provided regarding the events mentioned in the article. Therefore separate reports will be submitted for each patient.

Event description:
Medtronic received information that this patient experienced cartilage necrosis on one ear with infection. It was reported that the volume of the embolic agent used to ablate the avm was believed to have caused the problem. It was further reported by the author that following the embolisation the bulk of the onyx can naturally extrude, particularly through oral mucosa. This provides microbes a potential port of entry thus leading to the infections. The patient was treated with antibiotics and required excision ear reconstruction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.